Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) leading to the device being removed. There were no device issues associated with the explanted device and the physician did not consider that the ipp contributed to the infection. Some time later, a reimplant procedure was performed in which a new spectra penile prosthesis (spp) was implanted. The patient fully recovered following the intervention.